Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter, translated from dutch to english: "as agreed, at the end of the batch we report the discrepancies found. All reports were discovered during packaging, i.e. Before use. No patients involved. " the customer could not confirm if the foreign matter was outside the fluid pathway. Brown staining x 2.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4)¿ follow up MDR for device evaluation it was reported there was a brown staining. To aid in the investigation, two loose 3ml luer lok syringes were received for evaluation by our quality team. A visual inspection was performed, and the sample have a brown embedded foreign matter near the barrel flanges. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. This type of defect is cosmetic and does not pose a risk to the customer. A device history record review was completed for provided material number 301073, lot 2223871. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2223871 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.